Event description:
A customer reported that their pump was taking longer to charge and would only reach up to 80% instead of charging to 100%. There was no reported impact to the customer's blood glucose level. No follow-up was required since the customer was already in the process of obtaining a new device due to the pump being out of warranty.